Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported the patient needed an MRI for a possible infection in her spine. It was noted the possible infection was higher in the spine in relation to the device and it was unknown if the infection was related to the patient's device or therapy. No device issues were alleged regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.